Event description:
The customer reported being unable to acquire lead v6 of the 12-lead ECG signal, which could impact or delay diagnosis or treatment.

Manufacturer narrative:
The customer reported being unable to acquire lead v6 of the 12-lead ECG signal, which could impact or delay diagnosis or treatment. On 1/16/08, the field service engineer evaluated the device. The symptom could not be duplicated and the device passed all testing. No related parts were replaced. We are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom. (B) (4).